Event description:
Pt underwent d&c with ablation, without known incident. Pt re-presented 5 days later with fever and pain. Pelvic exam revealed white area of tissue on cervix and posterior vagina, believed to be thermal injury from the thermal ablation procedure 5 days earlier. Patient required hospitalization, pain management, estrogen cream and follow-up observation. Long term unknown at this time.